Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root case of the missing ke45 adhesive and the cracked objective lens could not be determined, however, the issues were likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the ultrasound gastro videoscope was found to exhibit the missing ke45 adhesive/sealant from the forceps cover and a cracked objective lens. There was no patient involvement and no harm reported as a result of the event.